Event description:
It was reported that a remote transmission indicated right atrial (ra) lead undersensing and oversensing during atrial arrhythmia episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.